Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort and difficulty charging due to the current placement of the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well.